Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving lioresal (2000 mcg/ml at 148 mcg/day) via an imp lantable infusion pump. It was reported that the pump stalled post MRI. The caller was advised to check pump logs again until motor stall recovery is noted.